Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a damaged (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. As a result, the downstream occlusion seal and flex circuit sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited high latch lever sensitivity. During physical inspection, it was found that there was a damaged downstream occlusion seal. There was no patient involvement, no patient injury was reported.